Event description:
The customer contact reported a backflow of fluid from the secondary solution container into the primary solution container. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication at an unspecified rate. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to an unspecified clave y-site on the primary tubing set for a piggyback delivery of a large volume of an unspecified antibiotic. It was reported that at the end of the delivery, backflow of solution from the secondary solution container into the primary solution container was noted. The customer contact reported the primary solution container was almost full. It was reported the antibiotic was not being delivered to the patient; subsequently the customer contact reported a delay in critical therapy. No specific details were provided. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapy was resumed and if primary solution container was hung lower than the secondary solution container.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The issue of backflow was evaluated under a formal investigation. It was determined that backflow was due to issues related to the back check valve involving particulate that obstructed the closure of the silicone diaphragm of the back check valve resulting in backflow. This reports represents all the info known by the reporter upon query by hospira personnel.